Event description:
Surgery to my left foot to implant, 2 staples in an attempt to fuse the 2nd metatarsal to the 2nd cuneiform and 3rd metatarsal to the 3rd cuneiform. After several months of continuous pain I went to another dr (dr (B)(6) md, orthopedic surgeon) for a second opinion. His x-rays showed the staple on the 2nd metatarsal / cuneiform was broken. Continued pain has caused significant limping, which in turn caused my back to become misaligned, which in turn caused my right knee to become painful as well. I am convinced that the product was defective and broken when it was implanted. Implant name: moto clip super elastic fusion system, model number: 1442-1814, lot number: 1011848 and 101909, exp date: 05/14/2018 and 01/12/2019, surgeon: dr (B)(6), dpm assistant surgeon: (B)(6), dpm surgery date: (B)(6) 2017, performed at (B)(6). Discovery of broken staple: (B)(6) 2018 (dr (B)(6)). FDA safety report ID# (B)(4).